Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Decreased r-wave amplitudes and high capture threshold were observed. Fluoroscopy revealed a possible microdislodgement of the lead. The lead was repositioned successfully. The patient was fine after the procedure.